Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" three weeks before complaint was called in: inr = 2.9; (B)(6) 2011: inr = 2.5; (B)(6) 2011: inr = 2.3; (B)(6) 2011: inr = 2.5; (B)(6) 2011: inr = 3.3 (with new lot of strips). Pt raised his coumadin dose from 10 mg/day to 15 mg/day. Pt's nose began bleeding while blowing it yesterday ((B)(6) 2011) so, he became concerned about the precision/ reliability of his meter. Therapeutic range is 2.5 - 3.5 and he has not had a lab draw in a while.